Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer failed frequently. The field service engineer (fse) had confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the device issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 2.1, 3.1, 3.2 was failed frequently and it was failed to communicate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.